Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling and stress testing without duplicating any malfunction to the device. The device was recertified and returned to the customer. Review of the log did see evidence the first three charge attempts, the device was capable of charging, but could not discharge as the patient impedance was above the valid range. At 16:23:24, there were the first pads on indicating a valid patient impedance had been identified, and the device discharged energy successfully. The end user proceeds to discharge 3 times successfully, confirming the device was capable of discharging once all criteria are met. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.